Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was unable to deliver medication. The following information was provided by the initial reporter: customer who raised the claim works at a pharmacy. One of her patients has noticed that the flow of some of the pen-needles is not working properly, but it doesn't affect all needles from the box!

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-01-15. Investigation summary: one open 31g x 5mm pen needle sample was returned from lot. No. 0106046, cat. No. 320522. Visual examination of the returned sample was carried out and a broken non patient end of cannula was observed. Due to the condition the sample was returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pn 31g 5mm 5b xtw 105bx de was unable to deliver medication. The following information was provided by the initial reporter: customer who raised the claim works at a pharmacy. One of her patients has noticed that the flow of some of the pen-needles is not working properly, but it doesn't affect all needles from the box!